Event description:
Follow-up information from the clinic indicates the doctor is not overly concerned about the lead integrity alert, and at this point they are still monitoring the lead. The alert setting was moved up to avoid future alerts. It was also stated that there have been more episodes of v to v intervals.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2007; 5068 implantable pacing lead (B)(6) 2004. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high impedance, was oversensing and noise was present. It was also reported that a patient alert was triggered. The rv lead remains in use. No patient complications have been reported as a result of this event.